Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 6/29/2020. H6. Investigation: thirty-three loose 1ml syringes were received and evaluated. It was observed twenty of the syringes had deep scratches in the various locations in the barrel wall with one of the syringes also having flange and tip damage with a distorted scale. One syringe had a bent plunger rod. One syringe was missing a plunger rod. One of the syringes had a small amount of black foreign matter attached the plunger rod that appeared to be ink. At least one particle was larger than level 3 in size. Two syringes had at least one printed item missing more than 50%. All defects were rejectable per product specification. Eight syringes were missing less than 50% of any one printed item which were acceptable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8303672 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print and barrel damage defects are associated with the marking process. A potential root cause for the bent and missing plunger rod and foreign matter defects are associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8303672 is considered in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported that 1 bd luer-lok¿ syringe had visible silicone drops in it, 6 syringes had missing scale markings, 3 syringes had dots on their barrels, 1 syringe was missing its plunger, and 22 syringes were damaged. All defects were found prior to use in lot# 8303672. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "batch: 8303672. Total batch size: 15 boxes. Defects found: 33 syringes. 1 syringe with visible silicone drops, 6 syringes with incomplete scale (not rejectable), 3 syringes with ink dots (not rejectable), 1 syringe with missing plunger, 22 syringes with damages."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 bd luer-lok¿ syringe had visible silicone drops in it, 6 syringes had missing scale markings, 3 syringes had dots on their barrels, 1 syringe was missing its plunger, and 22 syringes were damaged. All defects were found prior to use in lot# 8303672. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "batch: 8303672. Total batch size: 15 boxes. Defects found: 33 syringes. 1 syringe with visible silicone drops, 6 syringes with incomplete scale (not rejectable), 3 syringes with ink dots (not rejectable), 1 syringe with missing plunger, 22 syringes with damages."